Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm excessive no delivery alarms due to motor error alarm. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of 300 mg/dl. It was reported that the insulin pump often alarms no delivery. It was reported that the motor was working slower and heavier than usual. It was reported that the drive support cap was flush. Displacement test was performed and piston stopped halfway. The insulin pump was returned for analysis.